Manufacturer narrative:
(B)(4). Batch # unk. As a lot/batch was not provided, a device history could not be performed. Attempts were made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify, when the "staple line didn't hold closed", what was the staple formation (unformed, malformed, open leg, etc.)? Or were there staples missing from the staple line?

Event description:
It was reported that during a bowel resection the staple line didn't hold closed. A competitive stapler was used to complete the procedure. There were no patient consequences reported. No product will be returned.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: can you please clarify, when the "staple line didn't hold closed", what was the staple formation (unformed, malformed, open leg, etc.)? Or were there staples missing from the staple line? The staples didn't form all the way.